Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional proglide device referenced is filed under a separate medwatch number. Evaluation summary: visual and functional inspections were performed on the returned device. No information was provided for this device; however, it was returned with a link detachment. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, the proglide needles misfired. Manual arterial compression was applied to achieve hemostasis. Protamine was administered. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. Subsequently an additional proglide device was received at abbott vascular with no information provided. Device analysis revealed a link separation at the posterior cuff. A device in this condition could not achieve hemostasis. Follow-up was attempted, however, no additional information was provided.